Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was experiencing "left arm tingling" after an MRI. The patient's device tested within normal limits. No further patient complications have been reported as a result of this event.